Event description:
Boston scientific received information that this lead is being extracted due to increased impedances measurements. There were also stored episodes of noise, but no indication that this compromised therapy. No adverse patient effects were reported. There is no further information available at this time. Should additional information become available, this report would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.